Event description:
Elderly male with history of pet (positron emission tomography) positive right upper lobe nodule. Procedure: right vats assisted (video assisted thoracoscopic surgery) right upper lobectomy with mediastinal lymph node sampling. Ethicon vascular stapler was being used to staple a pulmonary vessel during a lobectomy. Load did not completely fire and the manual override had to be engaged for the stapler to be removed from the vessel. Another stapler used without difficulty. No known harm to the pulmonary vessel or patient. Manufacturer response for staple, implantable, echelon flex (per site reporter), will obtain.